Event description:
Patient was undergoing an arthroscopic partial medial meniscectomy of the right knee. The surgeon was using this reusable straight probe / nerve hook when it broke in two, leaving half in the patient's knee. It was successfully retrieved and the procedure continued. No harm to the patient.